Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that when changing the cartridge, the load step was pushing insulin out of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:the black box data from the time of the reported incident is unavailable for review, as it was overwritten due to continued pump use. There was no evidence of a load step malfunction observed in the black box. A review of the alarm history showed multiple auto-off alarms on the reported event date. The pump powered on appropriately to the verify screen and passed ezprime steps. The load step malfunction could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.